Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# 60166738. All devices met material, assembly and performance specifications at the time of product released. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided. Device evaluation: the tubing pack was returned to evaluation. A visual evaluation was performed. The visual assessment observed a crack on the exterior of the universal tray. The crack was visible from an interior view of the tray. The reported issue is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported observing a hole on the plastic tray of a signature dual pump pack disposable tubing set model opo73. A visual inspection confirmed there was a crack on the exterior of the plastic tray.